Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Omsc assumed that the event occurred due to any of the following possible causes. The high-frequency output was set too high. The activation time was too long. The output was activated with the target area immersed in fluids. The tissue was incised by the knife pressed forcefully more than necessary. The tissue was incised deeply. During activation, bending section of endoscope was angulated abruptly. The instruction manual of the device has already warned as follows; observe the following warnings to supply optimum energy according to the situations of the incised tissue. Otherwise, there is a risk of perforation or bleeding caused during or after the procedure. Be sure to follow up the prognosis after procedure to confirm that there is no irregularity with the patient. Also, if the temperature of the cutting knife increases suddenly, it may drop and cause mucous membrane damage. Do not set the output value of the electrosurgical unit too high or too low. Do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. When a high-voltage waveform has to be used, minimize the duration of current application. Do not allow the activation time to be too long or too short. Do not give a continuous cut to the tissue. Do not press the cutting knife against tissue with excessive force while activating output. Otherwise, unintended resection, perforation, and bleeding may occur. When resecting tissue, always confirm the direction of resection and use the instrument without excessive force. Do not resect tissue too deep. Deep resection of tissue may cause bleeding, perforation, pneumomediastinum, and/or aerodermectasia during or after the procedure. When resecting tissue, confirm that there is no irregularity in the resecting area and monitor the patient¿s condition all the time. Do not abruptly angulate the bending section of the endoscope while activating output. Perforation, bleeding, and/or tissue damage may occur.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic submucosal dissection, the subject device was used. In the procedure, duodenal perforation occurred. The clip fell into the patient's abdominal cavity when the physician tried to treat the perforation with the clip. The user closed the perforation and the procedure was completed. There was no patient injury reported. This is the report regarding the perforation.